Event description:
Information was received from a patient's representative regarding an external device. The reason for call was the rtm cord going into the antenna was torn and it was no longer charging the ins as of 3 days ago. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6) , UDI#:(B)(4). H3. Analysis was performed on [serial/lot #: (B)(6)] analysis found that there was a recharge antenna failure, got hot after running it at the donut end. The cable insulation is torn at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.